Event description:
User facility reports a difficulty with securement of the device. To better secure the device, the user dressed the site to the extent that the site was not visible for site evaluation. The site was reported to be located on the pt's foot. An infusion of parental nutrition, containing calcium was administered through the device. The facility contact did not explain why the dressing was finally removed to assess the site, but when it was removed, one of the toes proximal to the insertion site was noted to be blanched and the infusion was found to have extravasated. A surgical consult was obtained with no treatment ordered at that time. The cosmetic surgeon stated that the site appeared as if it would "heal on its own". Subsequent to this occurrence the pt developed sepsis, which the facility believes originated at the former insertion site. The sepsis was characterized as a staphylococcus infection. The pt was treated with IV antimicrobial infusion and ventilatory assistance. The pt is reported to be "doing much better" at the time of this report. The facility contact stated that the extravasation was not considered a direct result of the device, but was related to lack of assessment which occurred because the device was so heavily dressed.